Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant of the leadless implantable pulse generator (ipg) pacing failure with high and rising thresholds were observed. A transvenous system was implanted on the same day and the leadless ipg remained in the patient. Four days post-implant of the leadless ipg a dislodgement into the right atrium occurred due to tricuspid regurgitation. The leadless ipg was retrieved and the transvenous system remains in use. No patient complications have been reported as a result of this event.